Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use. The procedure was completed and a closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was stable following the procedure and was discharged in the afternoon. Later that same day the patient experienced an acute myocardial infarction and passed away.